Manufacturer narrative:
It was reported that the patient was treated with a topical antibiotic. This report is filed on april 29, 2019.

Manufacturer narrative:
This report is submitted on march 22, 2019.

Event description:
It was reported that the device was explanted on (B)(6) 2019 due to an infection. There are plans to reimplant the patient; however it is unknown if this has occurred as of the date of this report.